Event description:
It was reported that following a laceration closure procedure the suture unravelled, which lead to a wound dehiscence. It appeared that the knots untied 2 day after surgery. The dehiscence was repaired.